Event description:
It was reported that patient was admitted due to 3 syncopal episodes within the past week. Log files were submitted for review. The event log captured no low flow events or any other unusual events in the log file event history. It was later reported that syncopal episodes were not confirmed, CT head was normal, and no seizures were seen. The patient's automatic implantable cardioverter defibrillator showed episodes of ventricular tachycardia (vt) but could not account for all reported episodes of syncope. It was later reported that the patient continued to experience episodes of syncope with dizziness. Additional log files were submitted for review and captured persistent pulsatility index (pi) events from 13:10 on (B)(6) 2024 to 12:41 on (B)(6) 2024. Patient was admitted from (B)(6) 2024 through (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number(B)(6) , and the reported events could not be conclusively established through this evaluation. The patient was admitted due to multiple syncopal episodes and dizziness. The cause of the events was not determined. A computed tomography (CT) of the patient¿s head was normal. No seizures noted from electroencephalogram (eeg). The patient¿s automatic implantable cardioverter defibrillator (aicd) showed an episode of ventricular tachycardia (vt); however, that could not account for all of the reported episodes. It was reported that the vt was not sustained, the patient received antiarrhythmic medication, and the vt resolved. The vt was not considered to be device related, and it was noted that the patient¿s aicd was implanted prior to the lvas. The patient was discharged on 13dec2024. Review of the submitted log files found that the system appeared to be operating as intended, and there were no notable alarms active in the log files. A specific cause for the pulsatility index events noted in the submitted log files could not be conclusively determined. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 4 ¿system monitor¿ of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The current revisions of the instructions for use and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the ventricular tachycardia was not sustained, and patient was started on mexiletine for treatment. It was also noted that it is unknown if patient had a history of arrythmia prior to implant. The ventricular tachycardia in this event was not thought to be device or therapy related and resolved. The ICD was also said to have been implanted prior to ventricular assist device.